Event description:
It was reported that using a radial artery approach during a procedure of the mildly tortuous, heavily calcified, eccentric, 99% stenosed, de novo distal to mid right coronary artery (rca), after pre-dilatation the 2.5 x 20 mm and 2.75 x 16 mm non-abbott stents were implanted. The 3.0 x 12 mm nc trek balloon dilatation catheter (bdc) was used for post-dilatation; once at less than 18 atmosphere (atm) and a second time at 18 atm when the balloon ruptured. The device was removed without reported issue and a second nc trek was used successfully to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: guide wire: runthrough; guide cath: heartrail ii 6f ir1.0, fine crossgt. The device was returned for analysis and the reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.